Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. Upon review, it was revealed that the right atrial lead exhibited low sensing thresholds and low capture thresholds. The right atrial lead was re-positioned multiple times with use of different stylets, to no success. The right atrial lead was not used and was replaced. The patient was stable before, during, and after the procedure.